Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed the reported allegation, wherein, it was found that the knob was pushed in the deformed operation rod that was inside the handle section, fluid leaks from the handle section. However, the root cause could not be identified. The phenomenon may have occurred due to a gap between the operation rod and the toric joint installed inside the handle section to prevent fluid leakage. The gap between the operation rod and the toric join may have been caused by the toric join installed inside the handle section being crushed when the bent operation rod was pushed and pulled during handling. The deformation of the operation rod is thought to have been caused by a load being applied to the operation rod due to the rapid opening and closing of the basket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported when attempting to inject the contrast medium into the subject device, the medium came out if the tip and the rear end as well. The issue occurred during preparation for use. There were no reports of patient harm.